Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds with no capture at max output. A high number of the sensing integrity counter (sic) oversensing episodes and over-sensing noise was also reported to be seen in stored electrograms. It was also reported that there was high and undefined impedance. A polarity switch was also noticed for the rv lead. There is planned intervention for lead revision. No patient complications have been reported as a result of this event. It was further reported that the rv lead was explanted and replaced. It was further reported that the patient experienced superior vena cava (svc) occlusion on attempting to replace the rv lead so the patient was implanted on the right hand side with a new rv lead.